Event description:
It was reported that the patient presented post-ablation procedure. Upon review, atrial lead exhibited high capture threshold as it had dislodged. The lead was explanted and replaced. The patient condition was noted as stable.

Manufacturer narrative:
The events of lead dislodgment and high capture thresholds were not confirmed. The low voltage lead was returned for analysis. Visual and x-ray examination of the helix mechanism found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage; no anomalies were found.